Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
B1: no reportable product problem or adverse event occurred. H1: no reportable product malfunction or serious injury occurred. Upon further review, it was noted that there is no evidence that the stent was replaced or of any known adverse effects to the patient. There is no precedent setting event related to any noted product malfunction. No information was provided regarding a serious adverse effect to the patient.. Even if the patient had required medical treatment such as IV pain medication, the intervention would not be to preclude permanent damage to a body structure. Therefore, the event will be changed to nonreportable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a stent placement, an unknown cook soft stent was placed and coiled in the lower pole of the kidney because the stent was too stiff. This caused the patient to experience "horrible" pain in post anesthesiology care unit (pacu). No adverse effects were reported due to this occurrence. Additional information has been requested and will be included in a follow up report when and if that information is received.